Event description:
It was reported replace the cable protector in the connection area with the adapter of the subject device was detached and the electronic connector could not be improved. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8. H2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is damage on cable unit and water tightness is lost. Based on the results of the investigation, the reported issue was likely caused by the damage on the cable unit. The water tightness was lost as a result of poor water tightness on the cable unit. However, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer